Event description:
It was reported that the patient experienced diaphragmatic stimulation in all polarities from the left ventricular (lv) lead. The lead was programmed off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4092 implantable pacing lead: (B)(6) 2010. C4tr01 implantable pulse generator (ipg): (B)(6) 2013. (B)(4).